Event description:
A customer reported a cartridge alarm 20 that occurred during pumping, and it was noted that their blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Despite attempts to load a new cartridge, the alarm persisted, preventing the resumption of insulin therapy. Tandem technical support arranged to send the customer a replacement pump with updated software and provided instructions for storage and return of the faulty pump. The customer was informed about training available through their tandem source account and chose to use mdi as backup therapy until the replacement pump arrives.